Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other / migration'), pelvic inflammatory disease ('pelvic inflammatory disease') and cervix carcinoma ('cervical cancer') in an adult female patient who had essure (batch no. 626918) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included ibuprofen, metronidazole benzoate (flagyl) and naproxen. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced urinary tract disorder ("urinary problems or changes"). In 2016, the patient was found to have weight increased ("weight gain."). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("urinary tract infections"), migraine ("migraines "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder problems"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("allergy: other"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) (B)(6) 2019). At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, tooth disorder, cervix carcinoma, vaginal discharge, fatigue, weight increased, bladder disorder, urinary tract disorder, back pain, abdominal pain upper, pelvic pain, abdominal pain, psychological trauma, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, hypersensitivity, cystitis, vaginal infection, hormone level abnormal, gastrointestinal disorder and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, cervix carcinoma, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient did not received treatment for psychological injury. As per pfs, discrepancy noted in removal date - (B)(6) 2019 (future date). Discrepancy regarding essure removal date, in previous f/u removal was done now as per pfs essure was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: negative result. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number was added. New event received(mr): pid. Concomitant drugs, lab data, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other / migration'), pelvic inflammatory disease ('pelvic inflammatory disease') and cervix carcinoma ('cervical cancer') in an adult female patient who had essure (batch no. 626918) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo confirmation test". Concomitant products included ibuprofen, metronidazole benzoate (flagyl) and naproxen. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced urinary tract disorder ("urinary problems or changes"). In 2016, the patient was found to have weight increased ("weight gain."). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("urinary tract infections"), migraine ("migraines "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder problems"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("allergy: other"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) (B)(6) 2019). At the time of the report, the uterine perforation, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, tooth disorder, cervix carcinoma, vaginal discharge, fatigue, weight increased, bladder disorder, urinary tract disorder, back pain, abdominal pain upper, pelvic pain, abdominal pain, psychological trauma, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, hypersensitivity, cystitis, vaginal infection, hormone level abnormal, gastrointestinal disorder and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, cervix carcinoma, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient did not received treatment for psychological injury. As per pfs, discrepancy noted in removal date - (B)(6) 2019 (future date) discrepancy regarding essure removal date, in previous f/u removal was done now as per pfs essure was not removed diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: negative result. Lot number: 626918 manufacturing date: 2008-04 expiration date: 2010-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other / migration'), genital haemorrhage ('general abnormal bleeding') and cervix carcinoma ('cervical cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included naproxen. On (B)(6) 2009 , the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced urinary tract disorder ("urinary problems or changes"). In 2016, the patient was found to have weight increased ("weight gain."). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), migraine ("migraines "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder problems"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("allergy: other"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) (B)(6) 2019). At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, tooth disorder, cervix carcinoma, vaginal discharge, fatigue, weight increased, bladder disorder, urinary tract disorder, back pain, abdominal pain upper, pelvic pain, abdominal pain, psychological trauma, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, hypersensitivity, cystitis, vaginal infection, hormone level abnormal, gastrointestinal disorder and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, cervix carcinoma, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient did not received treatment for psychological injury. As per pfs, discrepancy noted in removal date - (B)(6) 2019 (future date) discrepancy regarding essure removal date, in previous f/u removal was done now as per pfs essure was not removed quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received- eumdr tab updated. New reporter were added. On 16-dec-2019: no new significant information. On 16-dec-2019: no new significant information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other / migration'), genital haemorrhage ('general abnormal bleeding') and cervix carcinoma ('cervical cancer') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included naproxen. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced urinary tract disorder ("urinary problems or changes"). In 2016, the patient was found to have weight increased ("weight gain."). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), migraine ("migraines "), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder problems"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("allergy: other"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial) (B)(6) 2019). Essure was removed. At the time of the report, the uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, tooth disorder, cervix carcinoma, vaginal discharge, fatigue, weight increased, bladder disorder, urinary tract disorder, back pain, abdominal pain upper, pelvic pain, abdominal pain, psychological trauma, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, hypersensitivity, cystitis, vaginal infection, hormone level abnormal, gastrointestinal disorder and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, cervix carcinoma, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient did not received treatment for psychological injury. As per pfs, discrepancy noted in removal date - (B)(6) 2019 (future date). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events - dysmenorrhea (cramping), menorrhagia (bleeding b/w periods), anemia, allergy: other, migration, perforation: other, bladder infection, vaginal infection, gi conditions, hormonal changes, headaches were added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.